Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the high pressure test was failed. Customer blood glucose value was 220 mg/dl at the time of the incident. Customer experienced high blood glucose value and treated with bolus. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will not be return for analysis.